Event description:
A malfunction alarm was reported with no events occurring prior to it, and the malfunction code was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer opted for multiple daily injections as a backup insulin therapy, and tandem technical support provided a replacement pump. The customer was guided on how to store the pump and was instructed to return the faulty pump using a prepaid ups label.